Manufacturer narrative:
Patient was complaining of discomfort/pain and requested plate removal. Date of initial surgery was (B)(6) 2020. Date of removal surgery was (B)(6) 2020. Screws were removed and then the plate was removed. During the removal surgery both posterior clamps broke. Plate was not broken before removal. One was removed and one was left in situ. Surgeon did not express concern about leaving the posterior aspect of plate in patient. The 75mm rib plate had been installed for approximately 18 weeks. Bone healing usually takes about 12 weeks. The doctor did not give any indication that the bone did not heal or that the plate did not perform as expected. The plate was not broken before the surgery. There was also no indication about an infection. Based on the information supplied the plate functioned properly in allowing the bone to heal. The cause for discomfort/pain was not believed to be related to the implant. Risks related to implant breakage during removal have been evaluated. Although the root cause is unknown, if the surgeon had trouble removing the fragment because of bony growth around the plate he may have chosen to leave it in place instead of disturbing the bone and possibly refracturing the rib trying to remove the remaining fragment.

Event description:
Patient was complaining of discomfort/pain and requested plate removal. Date of initial surgery was (B)(6) 2020. Date of removal surgery was (B)(6) 2020. Screws were removed and then the plate was removed. During the removal surgery both posterior clamps broke. Plate was not broken before removal. One was removed and one was left in situ. Surgeon did not express concern about leaving the posterior aspect of plate in patient.